Manufacturer narrative:
The impella device has not been received by the manufacturer for investigation. Should any new information be returned, a supplemental report will be filed. As noted in the impella IFU: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
An 81-year-old female who suffered from chest pain for two days presented with stemi. Coronary artery disease has been found. During pci, the patient became hypotensive and required neo-synephrine medication. Decision was made to insert an impella cp to provide hemodynamic support during the high-risk pci. The pci procedure has been successfully completed with the patient hemodynamically stable throughout the pci procedure. Decision made to leave impella in overnight. After removal of peel-away-sheath and placement of repositioning sheath, the patient became unstable. A large hematoma was found in her right groin below the sheath. The impella device has been removed and replaced with a fogarty balloon to maintain hemostasis while the patient has been prepared for femoral cutdown. The patient required CPR, vascular repair of the femoral injury and transfusion of multiple units of blood and platelets. The patient has been in critical condition afterwards and has been transferred to ICU. The attending physician stated he is unsure of the cause and noted patient movement as a contributing factor. He assessed the adverse event as unlikely due to incorrect peel-away process but possibly related to perclose device.

Manufacturer narrative:
The investigation into the access site bleeding has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on the clinical details, the root cause of the access site bleeding was most likely patient condition. The failure mode will be monitored and trended.